Event description:
It was reported by (B)(4), stryker field service rep, through sr # (B)(4) that the customer alleged that the jack was drifting. There was no pt involvement or adverse consequences reported.